Event description:
Information was received from a patient's representative regarding an external device. The reason for call was that the controller went blank and would not power on. Caller stated that they charged the controller to 100% last night, however this morning the controller was blank and unresponsive. Caller said that they placed the device in MRI mode last night and that the controller was working fine last night. Caller did not have the ac power supply with them at the time of the call. Agent advised the caller to try resetting the controller, however caller said that they had already tried that and the issue wasn't resolved. Caller/pt were at the hospital for the pt to have a MRI. Agent suggested that the caller try putting aa batteries in the controller. Caller said that they would try and get aa batteries from the hospital and call ps back if needed. Caller noted that the MRI technician at the hospital was also trying to get a local rep involved. Pt mentioned during the call that they called ps yesterday, however today's call wasn't really related to their call from yesterday. Agent was unable to locate a case in cmf regarding yesterday's call.

Manufacturer narrative:
Continuation of d10: product ID (B)(4) serial# (B)(6)product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: (B)(6), UDI#: (B)(4) b3: event date is date valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the issue was resolved.